Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. The customer stated, she had high blood glucose levels for two days, prior to hospitalization. The last infusion set change was done two days, prior to hospitalization. Troubleshooting revealed that the programming was correct on the insulin pump. The tubing clamp was not available for the high pressure test at the time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report completed to the best of our knowledge.